Event description:
It was reported that during a ptca procedure, the tip of the wiseguide catheter disintegrated. The phsycian experienced difficulty engaging the rca with the 8f wg fr4 sh guide catheter. Upon removal, it was noted that the tip had disintegrated and was flaking off. It is presumed that some of the tip material could remain in the patient. Patient status is listed as "okay".